Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer reported elevated blood glucose (bg) levels of 380 and 385 (mg/dl). It was indicated that manual insulin injections were administered to address bg levels.